Event description:
A customer reported experiencing cartridge alarm 20 with their pump, but there was no adverse impact on their blood glucose level. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support sent a replacement pump and provided instructions for storing the faulty pump and returning it to tandem. The customer understood and acknowledged all instructions.